Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up in the 500's (mg/dl) with large ketones. Reportedly, to address the bg level the customer delivered a correction via the pump and manual injections. Subsequently, the customer reported that the elevated bg levels caused the customer to faint, injure her leg, and have negatively impacted the customer's vision and general heart health. Reportedly, the customer's health care provider (hcp) identified the ketone levels as dangerous. The customer reported that many of the customer's boluses are around 40 units, and due to the customer's maximum bolus settings being set at 25 units, the customer was unable to program more than 25 units at once. Additionally, the customer occasionally enters the remaining 15 units as a second bolus; however, at times, the customer forgets to do so which results in an elevated bg level due to not delivering enough insulin to cover for the meals consumed. The customer's carbohydrate setting is turned to "off" and boluses are programmed as units of insulin. Tandem technical support educated the customer on maximum bolus settings, and recommended that the customer consult with hcp before making any changes to the pump settings.